Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported by the customer that multiple, intermittent altitude alarms. The customer's blood glucose (bg) level was 500-1000 mg/dl. Insulin injections were used to address the high bg. The customer was hospitalized on (B)(6) 2016 for a high bg level and a dangerous level of ketones. The customer was treated and was discharged on (B)(6) 2016. The customer was unable to clear the alarm and reverted to insulin injections to manage diabetes.